Manufacturer narrative:
Citation: kotronias, r. Md et al. Pre-implantation balloon-aortic valvuloplasty before transcatheter aortic valve implantation: is this still needed? Journal of thoracic disease. 2018;10(suppl 30):s3599-s3603. Doi: 10.21037/jtd.2018.06.102. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of whether pre-implantation balloon-aortic valvuloplasty is still a necessary procedure given the new design for self-expandable transcatheter bioprosthetic aortic valves, low profile delivery systems, and increased population of experienced clinicians. All data were collected from a meta-analysis review between 16 single center cohort studies. The study population included 1,395 patients of unspecified demographics. An unspecified number of which were implanted with medtronic corevalve (no serial numbers provided). The remaining patients were implanted with a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve or a non-medtronic mechanically expanding transcatheter bioprosthetic aortic valve. Among all patients adverse included: moderate or greater paravalvular leakage treated with an immediate post implant balloon aortic valvuloplasty (bav), valve migration, annular rupture and cerebral vascular accident (cva). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events no additional adverse patient effects or product performance issues were reported.